Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7225727.

Event description:
It was reported that the patient had a trial and experienced weakness and urinary retention issues. The physician believed that the "patient's" issues were not device nor procedure related. The patient underwent a trial lead removal and the removed leads were not returned as they were not released by the facility.